Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A small amount of lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.

Manufacturer narrative:
Additional information: evaluation summary: this report is based on information provided by medtronic investigation personnel and the sample that arrived. One bravo delivery device were received for evaluation. A review of the product expiration date discovered this product was used before the expiration date. The returned sample did not meet specification as received by medtronic. The visual inspection found that the part of the capsule was disconnected from the glue. The customer reported bravo fail to attach to patient's esophagus. The reported condition was confirmed. The investigation found that the device was mishandled by user, causing the boot to disconnect from the glue holding it in place, causing a possible leakage of vacuum that could lead to the fail to attach failure described by user. The investigation identified the cause of the reported event to be user mishandling.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. Patient was sedated longer while new capsule was calibrated and placed successfully. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. A small amount of lubricant was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation.